Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported the patient received inappropriate shocks due to lead oversensing with a low sensing value on the r wave. The lead was removed and replaced. No further patient complications have been reported as a result of this event.